Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr was able to verify and duplicate the customer's reported problem. The connections from the customer's patient circuit to the humidifier were tightened and the auto-cycling stopped. It was also seen that there is a missing plug where the epm board would hook up to the gde, which could be causing the sporadic issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has water in water trap and causes the unit to autocycle to 100 breaths per minute. The issue occurred during patient-use and was removed from the ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Vyaire field service representative (fsr) replaced missing plug on gde (gas delivery engine) and problem persisted. Replaced gde and o rings. Fsr performed est (extended systems test and ovp (operational verification procedure to ensure unit is functioning properly. Unit passed and ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.